Event description:
Customer reported the system will not take x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and replaced the x-ray on lamp. System operates as intended.